Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer treated through insulin pump. The customer also reported that the insulin pump was blinking even after putting back the battery. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. (B)(4). The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.